Event description:
It was reported by the contact that the school nurse was not sure if the bolus of insulin was delivered. Tandem technical support confirmed with the contact that the insulin on board time indicated how much insulin was delivered and was active in the body. Per the contact, the customer's blood glucose level was 75 mg/dl due to the school nurse administering too much insulin. The customer ate lunch in the school nurse office and would be fine.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.